Event description:
It was reported that suture placement in a common femoral artery was attempted with a prostyle device using the pre-close technique via a 14f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly for the second knot, the suture (with the formed knot) came out of the vessel during knot advancement. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the first and third pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported suture malposition could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported suture malposition could not be determined. Factors that contribute to the suture with the formed knot came out of the vessel during knot advancement as reported (suture malposition) may include, but not limited to, user technique (low profile knot, excessive force, air knot). The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.